Event description:
It was reported the device was not maintaining pressure during surgery but then seemed to correct itself. Following the correction the surgeon increased the pressure setting to ensure adequate compression. Timing occurred during surgery but there was no harm and no delay (setting was increased from 250 to 275). No adverse events were reported as a result of this malfunction

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. Review of the most recent repair record identified no repairs related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported the device was not maintaining pressure during surgery but then seemed to correct itself. Following the correction the surgeon increased the pressure setting to ensure adequate compression. Timing occurred during surgery but there was no harm and no delay (setting was increased from 250 to 275). No adverse events were reported as a result of this malfunction.